Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a temperature alarm. Reportedly, the customer was able to clear the alarm. The customer declined to troubleshoot and to provide any further information.